Event description:
Reportedly valve was explanted at implant due to central aortic insufficiency 2+ on tee. Dr felt maybe a problem with a looped suture around one of the struts. This valve was replaced with another valve. Patient successfully weaned off cpb and transported to cardiovascular recovery.